Event description:
Unomedical reference number (B)(4). Event occurred in canada on 17-nov-2023, the patient's mother reported that the infusion set which they inserted yesterday (B)(6) 2023) leaked around the clear plastic as the site location was patient's belly or front thigh. The patient was lying on when he stared coughing after eating and his blood glucose level went to 20 mmol/l. No further information available.